Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ii us mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent, balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. Damage was noted on the mid-shaft. On further inspection a break was noted in the outer part of the mid-shaft, 65 mm distal from the hypotube mid-shaft bond. The inner part of the mid-shaft was damaged but not broken and the outer clear polymer part on the mid-shaft was broken which allowed the outer mid-shaft distal of the break site to be moved distally along the inner part, such that the distal end of the device could be separated from the proximal. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.  (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2017. It was reported that shaft kink occurred. A 2.50 x 28 synergy ii stent was selected for use to treat the lesion. However, during preparation of the device, it was noted that the device had a kink on the catheter. No patient complications were reported. However, returned device analysis revealed shaft break.